Event description:
The customer had originally reported that the knife blade was stuck inside the jaws of the device. Additional information was later obtained that this occurred during a colorectal surgery, and that the jaws of the device would not reopen while applied to tissue. The surgeon used another device to resect the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was in injury to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.